Event description:
Balloon inflation was unsuccessful during a percutaneous transluminal angioplasty to the leg. Device was prepped and used following IFU. An indeflator was used for inflating the device. After unsuccessful balloon inflation, the ballon was retrieved and reinflated outside the body where contrast was observed escaping from a "pinhole" present in the balloon. Another balloon was used to end procedure succesfully. There was no patient injury. There is no additional patient, vessel, lesion, or procedural information available. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.